Event description:
The lay user/patient contacted lifescan (lfs) customer service on august 4, 2009 alleging that her onetouch ultramini meter was reading inaccurately high and reportedly developed symptoms afterwards. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The patient stated that the inaccuracy issue first occurred the month prior at 11:27 am. It was noted that the patient adjusts her insulin dosages; however, it is not known if she made any adjustments to her insulin dosages based on these alleged inaccurate high meter readings. On an unspecified date, she obtained blood glucose results of "138 mg/dl" on the subject meter and "121 mg/dl" on a lab device: the results were obtained less than 10 minutes apart. According to the troubleshooting performed with customer service, the correct testing/cleaning techniques were used. Based on statistical methodology, the calculated difference met the expected value of <=20%. She claimed seventeen days later at 7:30 pm (18 days after the alleged issue occurred), she began to feel sweaty, nervous, and her mouth was tingly and then consumed more food/drink at this time. It is not known if the patient tested in the blood glucose with the subject meter before and during the symptoms. No other forms of treatment were reported. Based on the provided information at this time, the complaint is being reported because the patient claimed she developed symptoms suggestive of hypoglycemia after obtaining alleged inaccurate high meter readings. There is no evidence that the subject meter read inaccurately compared to the lab device since the reported results met lifescan's accuracy criteria. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.